Event description:
It was reported surgical repositioning was not due to poor lead placement during the original implant nor was it due to lead migration. It was noted the repositioning was due to optimizing coverage.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient felt "shocked" with different movements. The lead was replaced and repositioned peripherally. It was noted it was due to programming. The amplitudes used to feel stimulation cause the patient to report feeling shocked with certain movements, including sneezing. It was noted it was related to the therapy or device and was not related to the implant procedure. Patient resolved without sequela.